Event description:
In 2007, the lay user/pt contacted lifescan alleging that her one touch ultramini meter was reading inaccurately high to her backup meter. The reported issue first occurred one month earlier, at 12pm. The pt reported blood glucose results of "265 mg/dl" on the reported meter and "225 mg/dl" on her backup meter, performed within less than 10 mins. Based on statistical methodology, the calculated difference of the results meets lifescan's criteria. The customer service representative (csr) noted that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. The csr also noted that the control solution test passed. After testing on both meters, she increased her insulin (unspecified type) by 3 units and claimed that she developed "hypo" symptoms and felt shaky and nauseous. Although there was no indication that the product malfunctioned, this complaint is being reported because the pt allegedly developed symptoms of hypoglycemia after testing on the reported meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.